Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) and underwent an ipg swap. The patient had no issues post operatively. The explanted product will not be returned as it is held by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) and underwent an ipg swap. The patient had no issues post operatively. The explanted product will not be returned as it is held by the facility.